Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The patient was optimized on a treadmill following that episode and a template was stored at the elevated rate. Later, technical services (ts) was contacted to review an untreated episode to see if the template caused therapy to be withheld. Ts discussed that it was unclear weather the template caused therapy to be withheld or if there had been less noise. Both episodes showed myopotential oversensing at onset, but the untreated saw a reduction in noise events. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The patient was optimized on a treadmill following that episode and a template was stored at the elevated rate. Later, technical services (ts) was contacted to review an untreated episode to see if the template caused therapy to be withheld. Ts discussed that it was unclear weather the template caused therapy to be withheld or if there had been less noise. Both episodes showed myopotential oversensing at onset, but the untreated saw a reduction in noise events. The s-ICD system remains in service. No adverse patient effects were reported.